Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device associated with this adverse outcome was returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: fr995-27, tissue valve, implanted: (B)(6) 1998. (B)(4).

Event description:
The lead was returned to the manufacturer with no information, was analyzed, and tested out of specification. Further review of the manufacturer's database indicated the patient is deceased and died approximately six years post implant. The lead was returned to the manufacturer approximately eleven years after the patient's death.